Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a 300cc mentor memorygel breast implant experienced spontaneous right sided rupture post procedure. The rupture was diagnosed through mammography and a physical examination. As a result, an explant was performed on (B)(6) 2022.

Manufacturer narrative:
Additional information was received on april 18, 2022. In addition to the right sided rupture reported initially, the patient also experienced right sided capsular contracture and left sided rupture. The left sided rupture is being reported under 1645337-2022-05273. Replacement with new 300cc mentor memorygel breast implants was performed with explant. The investigation of the photograph provided was completed by the failure analysis lab on may 2, 2022. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: capsular contracture/rupture. Manufacturer¿s reference number: (B)(4).